Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0504 captures the reportable event of a balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the trachea during a balloon dilatation of the airway procedure performed on (B)(6) 2025. During the procedure, laryngeal mask anesthesia was used during excision of the tracheal lesion and perform balloon dilation. However, during the procedure, the balloon was found to be leaking. It was reported that water was injected with a syringe for pressurization. Despite the excessive injection volume, the pressure gauge failed to maintain stability at the first-level pressure. The operator withdrew the balloon from the stenotic site, observed the balloon was leaking, and then identified the balloon ruptured. No piece of the balloon detached inside the patient. Due to the problem of the balloon dilatation step, the physician switched to using a biopsy forceps to resect the hyperplastic tissue, thereby widening the airway and completed the procedure. The change in surgical approach has resulted in the prolongation of the operation time and was estimated to be extended by 30 minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.